Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.00/+3.5/095 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was reported as having low vaulting and patient experienced a refractive surprise. The lens remained implanted. Cause of the event was due to the device.